Manufacturer narrative:
(B)(4). A care fusion field service rep was dispatched to the user facility. According to the field service rep, the original pt circuit was not supplied for eval. He tested all modes of ventilation with a test circuit. He simulated pt with test lung in both prvc mode and vti, then matched the set volume and adjusted appropriately with compliance changes to the test ling. He then ran performance checks to assure that the ventilator was performing according to MFR specs.

Event description:
A biomed at one of the user faculties called to request field service on behalf of the respiratory dept. The biomed reported that on initial use, and in prcv mode (adult), the target volume was reading 50% less than the set vti. This event occurred during pt use. The pt was removed and placed on another unit. There was no pt harm was noted.